Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 2.50 x 48 mm stent delivery system was returned for analysis. Visual examination of the stent found that the stent strut on the 4th row from proximal end was lifted. The undamaged stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube kink at 19.4 cm distal from the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on a percutaneous coronary intervention was being performed. The target lesion was located in the mid left anterior descending artery. This 2.50 x 48mm synergy xd drug eluting stent was selected. During the procedure the device was unable to cross the calcified lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, device analysis revealed stent damage.